Event description:
It was reported that the programmer displayed an error code when interrogating a device with wireless telemetry. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to replicate the customer experience. However, errors were found in the error log. It was also noted that handle cover were added. The programmer passed functional and system tests.

Event description:
It was reported that the programmer displayed an error code when interrogating a device with wireless telemetry. Another programmer was used to complete the interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).